Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the blade and the plastic broke off and the second trocar did not deploy the blade. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.